Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer also reported that the insulin was squirting out during manual prime. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to exit the preparing to prime loop. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.